Event description:
A malfunction was reported on the pump, with the displayed malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappears, and the caller confirmed understanding of the instructions.